Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was loosely loaded on the delivery system as the suture was detached/separated from the delivery system and was not returned for evaluation. The suture hole on the push catheter was torn. During the evaluation, the guide catheter was removed from the delivery system for examination. As the guide catheter was removed, resistance was observed which caused the guide catheter to stretch near the proximal end. There was no damage to the stent and the distal end of the guide catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a (B)(6) old male patient weighing (B)(6). During the procedure, the stent prematurely and the stent was removed as the stent deployed at the improper location. The stent was removed and the procedure was completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a (B)(6) old male patient weighing (B)(6). During the procedure, the stent prematurely and the stent was removed as the stent deployed at the improper location. The stent was removed and the procedure was completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure.